Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
The pt underwent surgery with g3 nail and u-lag screw. The surgeon found through x-ray that the u-lag screw had been cut out from the femoral head. A tha was performed on (B)(6) 2011.